Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a severely crimped state, most notably at the waist and inflow. All leaflets were dehydrated and exhibited signs of creasing and frame imprints. These conditions may possibly be associated with the valve being crimped inside the delivery system for an unknown duration of time. The leaflets were stiff with limited mobility. As received, all leaflets appear to be partially closed with a gap between the leaflets. All commissures were dehydrated; appeared intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, the frame appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the crimped state for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, into a previously implanted non-medtronic (carpentier-edwards) surgical valve, at 80% deployment the valve was positioned too deep. It was noted that the valve appeared constrained. The valve was recaptured and repositioned at an optimal implant depth but still appeared constrained. The system was withdrawn from the patient. A balloon aortic valvuloplasty (bav) was performed on the existing surgical valve with a 22 mm non-medtronic balloon (atlas gold). After balloon dilatation, a different valve was successfully implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329; product type: 0195-heart valves; lot number: [0011832529] product ID d-evolutfx-2329; product type: 0195-heart valves; lot number: [0011968351] product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: [0011951848] product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: [0011951849] product ID evolutfx-29; product type: 0195-heart valves; serial number: [j071176] product ID 22 mm atlas gold balloon aortic valvuloplasty (bav) balloon; becton, dickinson and company; lot number: [unknown] product ID 25 mm perimount 2800 valve; carpentier-edwards; serial number: [unknown] medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.